Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter was displaying a message an unknown error message ¿stating strip is wrong or meter is not working¿. At the time, the customer was using incorrect testing procedures. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting as the customer was unable to walk through a retest. There was no indication that the product caused or contributed to an adverse event.